Manufacturer narrative:
(B)(4). Arch troponin-I ln:2k41-28 lot: 34592un09 expires 08/30/2010; arch sample probe ln: 08c94-42). The customer changed the sample probe (list number 08c94-42), and also changed to another bottle of the same troponin reagent (list number 02k41-28), lot number 34592un09. After changing the sample probe and bottles of reagents, the repeatability of troponin results improved. The customer required no further assistance. The investigation began with a review of the complaint trending database and identified no adverse trends in association with the complaint issue currently under evaluation. Also, a service history review returned no additional incidents of the architect i2000sr analyzer, (B)(4), having troponin-I reproducibility issues. The architect system operations manual (pn 201837-106) (B)(6), 2009 and the architect troponin assay package insert provide information regarding the customer's current issue. From the data available and the results of this evaluation, a single definitive cause of the customer's current issue was not determined. However, after the customer replaced the sample probe and bottle of reagent, the repeatability of the troponin results improved on the architect i2000sr instrument. Based on the available information, no product malfunction was found for this issue. This is a final report.

Event description:
The customer states that one patient sample generated architect stat troponin-I assay results of 0.308 and 0.014 ng/ml. Another sample from this same patient was also tested (heparinized) and generated results of 0.115, 0.011 and 0.017 ng/ml. The customer replaced the sample probe and the reagent cartridge (same reagent lot). No suspect results were reported from the lab. Controls have remained within specifications. There is no impact to patient management reported.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.